Event description:
It was reported that 1 bd venflon¿ pro safety peripheral safety IV catheter each from lots 1202862 and 1175159 were defective and could not be tunneled into the patient's vein. The following information was provided by the initial reporter, translated from french to english: "during a peripheral catheter insertion, it was impossible "to tunnel" the vein, because of the presence of swelling on the catheter. The procedure was performed a second time with another catheter: failure for the same reason. The procedure was performed a third time. Clinical consequences observed multiplication of invasive procedures on the patient on multiple occasions. Delay in patient management. Conservative measures and actions taken withdrawal of the catheter and use of another of the same reference."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1202862; medical device expiration date: 2024-07-31; device manufacture date: 2021-09-29. Medical device lot #: 1175159; medical device expiration date: 2024-06-30; device manufacture date: 2021-07-30. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Device available for eval?: yes. D9. Returned to manufacturer on: 11/22/2021. H6. Investigation: two samples and two top web labels were received by our quality team for evaluation. Visual inspection was performed on the two used samples. No abnormalities were found on the surface of the catheter. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.

Event description:
It was reported that 1 bd venflon¿ pro safety peripheral safety IV catheter each from lots 1202862 and 1175159 were defective and could not be tunneled into the patient's vein. The following information was provided by the initial reporter, translated from french to english: "during a peripheral catheter insertion, it was impossible "to tunnel" the vein, because of the presence of swelling on the catheter. The procedure was performed a second time with another catheter: failure for the same reason. The procedure was performed a third time. Clinical consequences observed multiplication of invasive procedures on the patient on multiple occasions. Delay in patient management. Conservative measures and actions taken withdrawal of the catheter and use of another of the same reference."